Event description:
In 2008, the pt reported that her blood glucose measured 418 mg/dl when she woke up on the day before, and she bolused 11 units of insulin. Her blood glucose continued to increase to 480 mg/dl and then measured "hi" on her blood glucose monitor and she was "spilling" ketones. She experienced symptoms of frequent urination and feeling very poor. She disconnected from her infusion device and injected 8 units of insulin via pen and drank fluids to stop dehydration. Her blood glucose decreased to 300 mg/dl and she connected to her backup infusion device. She stated that she attempted to troubleshoot with her infusion device by performing a 17 unit prime. She stated that only 2 drops of insulin came out of the infusion tubing and she also reported seeing moisture in the cartridge compartment. She does not attach the infusion tubing and adapter to the insulin cartridge prior to insertion. She was educated on the proper procedure. She stated that she had never changed the adapter, and it looked worn. She was advised to change the adapter with every 10th insulin cartridge change. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Prod was replaced and requested to be returned for eval.